Event description:
The physician was using a stryker drill with a codman bit that normally stops once the bone has been drill for burr holes. In this case it did not but did not cause any patient harm. FDA safety report ID# (B)(4).